Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-08088 and 08089. It was reported the patient wanted the system to be explanted as it did not provide an effective therapy and also required an MRI to be taken. No further information was available at the time of this report.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.